Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. A system rasp was returned. Visual evaluation identified the following: the distal end of the rasp had fractured. The fractured piece was not returned. Wear and tear consistent with use over a field age of approximately 5 years. No other damage was noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the preparation of surgical tools in the dealer's warehouse, it was found that the distal end of the rasp was fractured. No additional information is available.